Event description:
Customer reported that the numbers on the screen of the insulin pump were scrolling on their own. Customer stated that the insulin pump was recently exposed to water. Blood glucose level was 190 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin power up properly after battery installation. Insulin pump received with operating currents within specifications. No failed battery test alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, battery tube threads, severe scratches on lcd window and shifted end cap sticker.